Event description:
Endoscopic multiclip applier jammed inside of pt. Jammed and misfired multiple times outside of the pt. No injury occurred. New clip applier was opened. FDA safety report ID# (B)(4).